Manufacturer narrative:
Investigation results relayed to biomet (B)(4) via etq. Requested biomet (B)(4) to relay information to the customer verbally. Engineer's evaluation relayed "based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely failed due to misuse, by instrument being put through excessive mechanical and thermal stress, and/or not inspected for wear and disfigurement and prior to surgery, which may have prevented the use of the instrument and its failure. This was not a supplier issue." Review of device history records found units released for distribution with no deviation or anomaly. Review of complaint history found no additional issues reported for item: (B)(4), lot: zb130601 combination. Maintenance deficiency; use error caused or contributed to event; known inherent risk of procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the cleaning process it was noticed, by hospital staff, that the black handle of the inserter was cracked.